Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. When the device was returned to mmdg for investigation, the pump continually alarmed a false no food alarm. The pump had severe fluid ingress, which resulted in a pcb board failure. There is no indication that the complaint could have occurred as reported because the pump is continuously alarming. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump would pump air to the patient. They stated that the pump did not alarm and was continuing to pump when the bag was empty. The initial reporter stated that they had no additional information regarding the complaint. (B)(4).